Event description:
Customer received a cut from the hamilton dilutor used in the cobas ampliscreen system. The instrument had paused in it's operation and the ucstomer attempted to remove a disposable tip that had not been ejected as required. The instrument resumed operation and the customer received a small cut on the finger. The cut was immediately thoroughly cleaned and a band-aid was applied. User facility is treating the incident as if it was a needle stick.